Event description:
Boston scientific received information that during a follow up check, right atrial (ra) lead fracture was suspected and atrial lead safety switch (lss) has occurred. An electrogram (egm) was performed but unable to see p-waves at vvi 30. Also, atrial tachy response (atr) episodes with noise were observed that was recreated with isometrics. Hence, boston scientific technical services (ts) had the field representative reset lss and tracked impedance and a greater than 2,500 ohms pacing impedance measurement was detected. The field representative could not provide any further information on this case. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.